Event description:
It was reported that, approximately eight months prior, this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pacing impedance measurements. After reprogramming, the impedance decreased but has since shown a gradual increase. Additionally, high pacing thresholds were noted. Technical services (ts) suspected a potential lead issue. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that, approximately eight months prior, this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pacing impedance measurements. After reprogramming, the impedance decreased but has since shown a gradual increase. Additionally, high pacing thresholds were noted. Technical services (ts) suspected a potential lead issue. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was surgically abandoned and replaced in a revision procedure. No additional adverse patient effects were reported outside the replacement procedure. This product has not been returned.

Manufacturer narrative:
The complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "cause not established" because the reason for the alleged observation(s) could not be determined. Product record reviews did not identify a product quality issue and analysis of available information did not identify a specific complaint cause. At this point, it can be concluded that unknown factors most probably contributed to the event.